Event description:
It was reported that insulin pump showed repeated malfunction codes and could not function, and also displayed that there was no insulin even though insulin was present. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up with technical support, was noted to be outside warranty and in process of renewal, and no additional information was received regarding actions taken or outcome of event.